Manufacturer narrative:
(B)(4) initial emdr submission. It has been confirmed the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding situation reported with device. Customer advocacy is still waiting for additional information regarding reported issue. If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
Reported incident was with an 8.0 reditube. The patient had an 8.0 ett in place, and it was replaced with an 8.0 ett when the patient was in the or. "We had a tenuous patient who required an ett change out due to a hole in the pilot valve. We knew that there was a hole because we could not maintain tidal volumes regardless of the amount of air we placed in the pilot valve. We were unable to seal the air leak. During the ett change out process, there was difficulty, and the patient respiratory arrested. We coded him and we were able to achieve rosc. After the situation was stabilized, our rt inspected the ett. He was able to locate the source of the air leak by pushing air into the pilot valve while the ett and pilot valve were held under water. (Bubbles were noted). The leak is where the rubberlike pilot valve attaches to the plastic cylindrical piece (the piece we hook the syringe to). Unfortunately the ett was discarded and I was unable to retrieve it despite my efforts." Photo of a companion sample attached with the suspected leak area marked. The lot number is also unavailable.

Manufacturer narrative:
(B)(4). Medwatch 8030673-2016-00176 follow up emdr additional information. Two years of complaints were reviewed from july 1, 2014 - june 30, 2016 and no trend was detected per (B)(4). A sample was not received for evaluation. A device history review (DHR) could not be performed since the sample was not returned and the lot number is unknown. Root cause cannot be determined without a complaint sample for review. A corrective action cannot be implemented at this time since the complaint sample cannot be provided. (B)(4).